Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 38 mmol/l. Customer experienced symptoms such as chest pains, vomiting, headache. The customer current blood glucose level was 4.4 mmol/l. Customer was put in hospital and treated with intravenous drip for 12 hours before released. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did used auto mode feature at time of high blood glucose event. The customer performed displacement test to verify pump movement and test was passed. Customer was able to get insulin to exit tubing but did not monitor and got to max fill alarm. Customer made several attempts to clear but missed timing. Customer was able to clear alarm and restart rewind process to show them the pump was working as well. The insulin pump will not be returned for analysis.